Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-tortuous and moderately calcified medial right coronary artery (rca). A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon burst. The device was immediately replaced, and the procedure was completed with a new balloon. There were no patient complications.

Manufacturer narrative:
B3 date of event was estimated based on the aware date as the event date was not reported. E1 initial reporter address 1: (B)(6).

Manufacturer narrative:
B3 date of event was estimated based on the aware date as the event date was not reported. E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: an fg emerge mr, ous 2.50mm x 20mm, was returned for analysis. A visual and tactile inspection revealed no issues with the hypotube shaft or shaft polymer extrusion. Microscopic examination of the balloon material identified a pinhole in the balloon 1mm distal from distal markerband. The extrusion shaft and tip showed no signs of damage.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-tortuous and moderately calcified medial right coronary artery (rca). A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon burst. The device was immediately replaced, and the procedure was completed with a new device. There were no patient complications reported, and the patient condition was good post-procedure.